Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device caused bleeding, which led to the extension of the patient's hospitalization for 30 minutes.